Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: after several attempts manufacturer contacted customer's doctor on 10/24/2018 in a follow-up call; doctor states that replaced customer meter. Doctor will send meter for investigation.

Event description:
Consumer reported complaint for low blood glucose results. Customer's doctor is responding on behalf of the customer. Customer is concerned with meter to meter comparison of 108mg/dl using her true metrix meter and 135mg/dl using her doctor's true metrix meter. The expected fasting blood glucose test result range is 100 to 120mg/dl and 130 to 150mg/dl non-fasting. Customer feels well and did not report symptoms. Medical attention not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer came in to the doctor's office to find out which meter is giving her correct results. The doctor's office gave the patient the true metrix meter two weeks ago and she believe the meter is not giving accurate results. The meter is giving low blood results. Customer had a meter from a different company. The doctor is concern that the patient received this new meter and there was a major difference with both meter. Dr run a back to back blood test in her office using her true metrix meter and the patient true metrix meter. The office meter result was 135mg/dl non- fasting but on customer meter 108mg/dl non- fasting back to back same hand different finger within a minute. Dr ran the control solution test and was within range. Customer normal glucose range is 1 00-120mg/dl fasting but two hours after eating 130-150mg/dl. I explain to the dr about the allowable different of 15% plus or minus. Dr is not sure about the storage of the customer strips. Dr does have the meter, but she is not at that location currently. I will call her back tomorrow to get the meter information and to get the results in the meters memory.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system note: after several attempts manufacturer contacted customer's doctor on 10/24/2018 in a follow-up call; doctor states that replaced customer meter. Doctor will send meter for investigation.

Event description:
Consumer reported complaint for low blood glucose results. Customer's doctor is responding on behalf of the customer. Customer is concerned with meter to meter comparison of 108mg/dl using her true metrix meter and 135mg/dl using her doctor's true metrix meter. The expected fasting blood glucose test result range is 100 to 120mg/dl and 130 to 150mg/dl non-fasting. Customer feels well and did not report symptoms. Medical attention not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer came in to the doctor's office to find out which meter is giving her correct results. The doctor's office gave the patient the true metrix meter two weeks ago and she believe the meter is not giving accurate results. The meter is giving low blood results. Customer had a meter from a different company. The doctor is concern that the patient received this new meter and there was a major difference with both meter. Dr run a back to back blood test in her office using her true metrix meter and the patient true metrix meter. The office meter result was 135mg/dl non- fasting but on customer meter 108mg/dl non- fasting back to back same hand different finger within a minute. Dr ran the control solution test and was within range. Customer normal glucose range is 1 00-120mg/dl fasting but two hours after eating 130-150mg/dl. I explain to the dr about the allowable different of 15% plus or minus. Dr is not sure about the storage of the customer strips. Dr does have the meter, but she is not at that location currently. I will call her back tomorrow to get the meter information and to get the results in the meters memory.